Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an over infusion occurred when the patient's entire bag of heparin 25,000 units infused faster than expected. The pharmacist, charge nurse and cardiology department was notified. It was also noted that the device did not alarm or display an error code and that the nursing staff would like to know what the pump settings were at the time of the event. There was no patient harm.